Event description:
It was reported the pt's ipg will not communicate with external devices. The pt stated she last recharged approx two weeks ago. An sjm rep confirmed issue. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.